Manufacturer narrative:
Updated: b4, b5, f10, g4, h3, h10. H3: evaluation summary: customer report of stenosis was confirmed through observed calcification. Report of hemolytic anemia could not be confirmed through visual observations. X-ray demonstrated wireform intact, moderate calcification on leaflets 1 and 3, and minimal calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around the valve. H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received information that a 19mm 3300tfxj aortic pericardial valve, implanted approximately four (4) years and five (5) months, was explanted due to hemolytic anemia secondary to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately four (4) years and three (3) month, aortic stenosis was detected by echo. After an implant duration of approximately four (4) years and four (4) months, the patient presented hemolytic anemia. Nine (9) days after the onset of hemolytic anemia, examination was performed, and the doctor decided to have re-avr as hemolytic anemia was reconfirmed. The device was explanted and replaced with a 25mm 11500aj valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Multiple cardiac surgical procedure: total arch replacement at implant. There was no allegation of device malfunction. The doctor denied the causality between the device malfunction and hemolytic anemia. Occurrence date is unknown. Product evaluation showed calcification and pannus.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.the root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned for evaluation. Once complete, a supplemental report with findings will be submitted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm 3300tfxj aortic pericardial valve, implanted approximately four (4) years and five (5) months, was explanted due to hemolytic anemia secondary to aortic stenosis. The device was originally implanted for aortic valve replacement to correct aortic stenosis. After an implant duration of approximately four (4) years and three (3) month, aortic stenosis was detected by echo. After an implant duration of approximately four (4) years and four (4) months, the patient presented hemolytic anemia. Nine (9) days after the onset of hemolytic anemia, examination was performed, and the doctor decided to have re-avr as hemolytic anemia was reconfirmed. The device was explanted and replaced with a 25mm 11500aj valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation. Multiple cardiac surgical procedure: total arch replacement at implant. There was no allegation of device malfunction. The doctor denied the causality between the device malfunction and hemolytic anemia. Occurrence date is unknown.